Event description:
On (B)(6) 2020, the user contacted dario to report elevated blood glucose (bg) readings. The week prior, the user started receiving high bg readings in the 140 mg/dl to 200 mg/dl range. The user reported that following the above high bg readings he went to the doctor's office where he tested his bg levels. The doctor mentioned that the dario readings were incorrect, and that the user's a1c dropped from 7.0% to 6.1% and that he doesn't have any bg issues. The user reported that his usual fasting readings are approximately 69 mg/dl and that he usually needs to take sugar in the morning in order to bring his bg levels up to a normal 80 mg/dl -120 mg/dl range. But due to dario's high bg readings, the user medicated. The user did not mention seeking any further medical intervention, nor having any symptoms or hypoglycemic events due to the treatment decisions. While on the phone with dario's representative, the user mentioned that he started receiving higher readings when he received his new dario meter, stating that his old dario meter was working properly. A replacement of dario's strips and control solution were sent to the user to further investigate this issue. Multiple attempts to follow up with the customer were made, however, no response has been received to date. Therefore, there is not enough information regarding the dario meter and strips to investigate. No resolution is available.

Event description:
On (B)(6) 2020, the user contacted dario to report elevated blood glucose (bg) readings. The week prior, the user started receiving high bg readings in the 140 mg/dl to 200 mg/dl range. The user reported that following the above high bg readings he went to the doctor's office where he tested his bg levels. The doctor mentioned that the dario readings were incorrect, and that the user's a1c dropped from 7.0% to 6.1% and that he doesn't have any bg issues. The user reported that his usual fasting readings are approximately 69 mg/dl and that he usually needs to take sugar in the morning in order to bring his bg levels up to a normal 80 mg/dl -120 mg/dl range. But due to dario's high bg readings, the user medicated. The user did not mention seeking any further medical intervention, nor having any symptoms or hypoglycemic events due to the treatment decisions. While on the phone with dario's representative, the user mentioned that he started receiving higher readings when he received his new dario meter, stating that his old dario meter was working properly. A replacement of dario's strips and control solution were sent to the user to further investigate this issue. Multiple attempts to follow up with the customer were made, however, no response has been received to date. Therefore, there is not enough information regarding the dario meter and strips to investigate. No resolution is available. Addition for the follow-up report: on november 9th, 2020, dario's representative contacted the user. The user reported that he doesn't replace the test strip cartridge that is placed in the modular dario housing, and that he has been emptying the new cartridge of strips into the old test strip cartridge. Dario's user guide warns regarding the above in the following sections: section 'test strip precaution': "store unused test strips in their original cartridge. Do not remove test strips from the test strip cartridge and put them into another container". Section 'storage and handling': "do not transfer test strips from one cartridge to another." Dario's representative explained the above to the user, and explained that the test strips cartridge should be replaced within 1 month of first opening the cartridge foil. As per dario's test strips cartridge labeling "use within one month from first opening the cartridge foil". The user opened a new cartridge of strips and tested with control solution. The user reported it was reading within range. However, when comparing to another non-dario device, the user had a reading of 250 mg/dl with the dario meter compared to 166 mg/dl with his non-dario meter. The user did not mention checking his other non-dario device for accuracy. Due to the above differences, the user was sent a replacement of dario's meter and an RMA package for the user to return the meter for further investigation. As of this date, the RMA was not received. If the RMA is received at a later date, a follow up report will be submitted. Therefore, there is not enough information regarding the dario meter and strips to investigate. No resolution is available.

Event description:
On october 5th, 2020, the user contacted dario to report elevated blood glucose (bg) readings. The week prior, the user started receiving high bg readings in the 140 mg/dl to 200 mg/dl range. The user reported that following the above high bg readings he went to the doctor's office where he tested his bg levels. The doctor mentioned that the dario readings were incorrect, and that the user's a1c dropped from 7.0% to 6.1% and that he doesn't have any bg issues. The user reported that his usual fasting readings are approximately 69 mg/dl and that he usually needs to take sugar in the morning in order to bring his bg levels up to a normal 80 mg/dl -120 mg/dl range. But due to dario's high bg readings, the user medicated. The user did not mention seeking any further medical intervention, nor having any symptoms or hypoglycemic events due to the treatment decisions. While on the phone with dario's representative, the user mentioned that he started receiving higher readings when he received his new dario meter, stating that his old dario meter was working properly. A replacement of dario's strips and control solution were sent to the user to further investigate this issue. Multiple attempts to follow up with the customer were made, however, no response has been received to date. Therefore, there is not enough information regarding the dario meter and strips to investigate. No resolution is available. Addition for the follow-up report: on november 9th, 2020, dario's representative contacted the user. The user reported that he doesn't replace the test strip cartridge that is placed in the modular dario housing, and that he has been emptying the new cartridge of strips into the old test strip cartridge. Dario's user guide warns regarding the above in the following sections: section 'test strip precaution': "store unused test strips in their original cartridge. Do not remove test strips from the test strip cartridge and put them into another container". Section 'storage and handling': "do not transfer test strips from one cartridge to another." Dario's representative explained the above to the user, and explained that the test strips cartridge should be replaced within 1 month of first opening the cartridge foil. As per dario's test strips cartridge labeling "use within one month from first opening the cartridge foil". The user opened a new cartridge of strips and tested with control solution. The user reported it was reading within range. However, when comparing to another non-dario device, the user had a reading of 250 mg/dl with the dario meter compared to 166 mg/dl with his non-dario meter. The user did not mention checking his other non-dario device for accuracy. Due to the above differences, the user was sent a replacement of dario's meter and an RMA package for the user to return the meter for further investigation. As of this date, the RMA was not received. If the RMA is received at a later date, a follow up report will be submitted. Therefore, there is not enough information regarding the dario meter and strips to investigate. No resolution is available. Addition for the 2nd follow-up report: the RMA package was received for investigation on december 16th, 2020. The meter was tested, and was reading within range. Therefore, it was determined that this complaint is not due to a meter issue. There is not enough information regarding the dario strips to investigate. No resolution is available.